Event description:
Needle broke off hub and remained in skin of abdomen [device induced injury]. Case description: pt with type ii diabetes mellitus reported that the push button on their innovo doser (insulin delivery device) had been hard to depress. The pt, who was introduced to the innovo insulin doser, novolin 70/30 penfill insulin and novofine 30 needles in 2002, reported that the push button on the doser had become hard to depress, which caused a needle to break in their abdomen on two different occasions. Pt reported that the needles broke at the plastic hub and remained in the skin as a result of having to apply more pressure on the doser's push button in order to depress it. Both the pt and their spouse tried to remove the needles with tweezers without success. Pt did not seek medical attention, and the needles have not caused pain or bothered pt 14 days later in 2003, the needles remained in their skin, and the pt stated that they hoped their body would eventually push the needles out. Pt does not reuse the needles and has no history of breaking needles in their skin. The pt was diagnosed with diabetes in 1995 for which they started insulin therapy in 1998. The needles in question had been given to pt as samples by their physician. The pt is not yet recovered.